Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. 3012304651-05/17/2022-001-r) had been implanted. Post-operatively, the patient has presented with a refractive error.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. Rayner has contacted the healthcare facility to obtain additional information on the patient outcome. The implanted lens is subject to a voluntary recall initiated by rayner on 17th may 2022. The recall reference assigned by FDA is 3012304651-05/17/2022-001-r.

Event description:
On 19th may 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. 3012304651-05/17/2022-001-r) had been implanted. Post-operatively, the patient has presented with a refractive error.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. On (B)(6) 2022, the rayone emv rao200e iol was explanted. Rayner has contacted the healthcare facility to obtain additional information on the patient outcome. The implanted lens is subject to a voluntary recall initiated by rayner on 17th may 2022. The recall reference assigned by FDA is 3012304651-05/17/2022-001-r.